Manufacturer narrative:
H6 - health effect clinical code - 4581 - pupil anomaly. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b3: 05-nov-1998 should be removed from date of event. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -12.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. The patient presented with redness in the eye, pigment dispersion and elevated iop in the early post-op period. It was reported that the problem resolved with medical management. The reporter states that the dispersed pigments decreased with normalization of iop after conservative management with no blurring of vision. However, the pupil remained slightly dilated and irregular. The reporter states the cause of this event is unknown. The reporter also states that the device did not fail to perform as intended.

Manufacturer narrative:
H6- health effect- clinical code 4581: redness, pigment dispersion. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).